Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lightening storm caused the transmitter plug to melt. The transmitter also exhibited a missing component. The device remained in the field.